Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable neurostimulator (ins) was not depleting as expected. It usually drops to 75% after three days w hen they plug everything in, get it charged, and put it on the patient. It goes back up to 100%. But it will not go down from 100% at all. The patient has had an issue with the therapy for almost 5 days now. During the call, it was discovered that the stimulation was off, and the caller successfully turned it back on. The patient was redirected to their healthcare provider for further evaluation and management. Additional information was received that the battery was still reading 100% despite the patient moving around more, leading them to wonder if the battery should be depleting faster. The agent reviewed that the device maintains a steady output regardless of the patient's activity level. The caller noted their anxiety, recalling a previous instance when therapy was unknowingly off, prompting them to frequently check the battery status, where they confirmed therapy was active by seeing the lightning bolt icon. The caller mentioned that the battery typically took about three days at home to decrease from 100% to 75%. The agent explained how the ins battery level rounds and reassured the caller that it is not concerning if the depletion pattern aligns with previous experiences. The caller confirmed that there have been no adjustments to the device settings.